Event description:
It was reported a female patient had surgery on (B)(6)2012, mtp1dese. No nsaid after surgery. At 5 weeks, (B)(6). Did take off the boot 1 week earlier than planned because she did not have pain. She complained about pain and they took x-rays. The plate was broken. (B)(6) 2013 she was revised with an 3d variax plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event could be confirmed. The macroscopic and microscopic investigations show that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surface the appearance of a forced rupture, as well as of a low cycle fatigue rupture with preponderant evidence of forced rupture and secondary cracks. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamic overload of the fracture area of the plate. Furthermore the clinical opinion also confirms that the implant failure has been caused in all probability by long term overloading in the postoperative period in a non-union resulting in a fatigue breakage of the plate. During the investigation no indication was found for any systematic, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported a female patient had surgery on (B)(6) 2012, mtp1dese. No nsaid after surgery. At 5 weeks, august 1st. Did take off the boot 1 week earlier than planed because she did not have pain. She complained about pain and they took x-rays. The plate was broken. (B)(6), 2013 she was revised with an 3d variax plate.